Event description:
Pt was a (B)(6) female with a right middle cerebral artery (m1) occlusion. Physician made one pass with a merci retriever v 2.0 soft. Pt had a thrombolysis in cerebral infarction (tici) score of 2b after treatment. A hemorrhage at right m1 was noticed after procedure. Also, 24, mg of tissue plasminogen activator (t-pa) was administrated to the pt during procedure. As a medical intervention, antihypertensive action was performed to reduce blood pressure. Pt expired one day post procedure. Physician believes that the hemorrhage occurred due to increased blood pressure after recanalization and that the hemorrhage led to the pt¿s death. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 soft device could not be reviewed.